Manufacturer narrative:
UDI: (B)(4). The investigation is ongoing.

Event description:
As reported by a field clinical specialist, during a tpvr procedure with a 26mm sapien 3 (s3) valve in a pre-existing surgical valve, the team initially implanted the 26mm sapien 3 valve and post dilated with 26 atlas to 14 atm. Following post dilation significant regurgitation was noted. Physician suspected frozen leaflets. They implanted a new 26mm s3. No complications noted during procedure. The patient was in stable condition upon end of case.